Event description:
It was reported that the patient received inappropriate antitachycardia pacing due to atrial fibrillation and a rapid ventricular rate. Upon review, the implantable cardioverter defibrillator recognized the atrial fibrillation as ventricular tachycardia. The patient was asymptomatic. Programming changes were performed.